Event description:
Customer reported an intermittent iris pot error. No pt or staff injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator cable. System operates as intended.